Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited intermittent capture. No intervention was performed. The patient experienced no consequences.